Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited far r-wave over sensing which led to inappropriate mode switches. No intervention was reported. The patient would continue to be monitored.